Event description:
Msicu course: summary: the patient was admitted to the msicu after a laser ablation of a left lateral ventricle sega for post-operative monitoring. She had post-operative vomiting, controlled with zofran and ativan. However, she became unresponsive and had a cardiopulmonary arrest (with ventricular tachycardia) around 1am the next day requiring epinephrine and defibrillation. She was treated for increased icp and hyperkalemia and after head CT showed hydrocephalus she had bilateral evds placed by neurosurgery. She developed cerebral edema with progressively worsening herniation. Six days after being admitted she had worsening autonomic instability and became progressively more hemodynamically unstable. She also developed neurogenic pulmonary edema and was very hypoxic. After considering her extremely poor prognosis, her family decided to withdraw care on the following day, seven after admission. The patient died that afternoon. Msicu course by system: neuro: patient was neurological stable upon initial arrival to the ICU. During and after her arrest, she was obtunded with dilated, fixed pupils and was not responsive to sternal rub or any stimulation. She initially had a preserved corneal reflex, a cough and twitching of eyelids, and left sided movement when ice water cloth placed on chest. On sixth day of treatment, there was no gag, no cough, no respiratory effort, +weak corneal reflexes bilaterally, pupils 3mm and fixed bilaterally. On the seventh, she did not have any corneal reflexes. A stat head CT was obtained after the patient's arrest and revealed some intraventricular hemorrhage and mild increase in the lateral ventricles. She was sedated with midazolam and morphine while intubated. A right-sided evd was placed, followed by a left-sided evd. Icp goal was <25 and pt was given intermittent boluses of sedatives to maintain icps (e.g. Midazolam, morphine, pentobarbital). She was eventually weaned off of morphine and midazolam and placed on a fentanyl drip that was discontinued on the morning of her seventh day. She was briefly placed on vecuronium due to movement of her fingers and posturing that placed her at risk for increased icp. All neuroprotective measures were in place (hob elevated, normocarbia, normoglycemia, icps <25, cpp >60). Repeat head CT on her second day, which revealed diffuse infarcts, cerebral edema, transtentorial and r>l uncal herniation. Mr vent check on that same day revealed extensive infarcts. CT two days later showed evolution of multifocal bilateral infarcts involving the left pca territory, bilateral aca territories, the orbitofrontal lobes, the deep gray nuclei, the left cerebellum as well as parietal lobes, temporal lobes, and brainstem. No frank hemorrhagic transformation. CT on her sixth day was notable for interval increase in mass effect now with tonsillar herniation, effacement of the fourth ventricle and basal cisterns and uncal herniation. Persistent obliteration of the sulci. Given these findings, prognosis was discussed with the family and they decided to withdraw care on her seventh day. Cv: upon admission, the patient had significant tachycardia and hypertension prior to her arrest. She developed ventricular tachycardia during her arrest. She underwent CPR and received epinephrine. She was defibrillated after a loss of pulses and had a rosc. Post-arrest, her EKG was notable for st depression. She was also noted to have a prolonged qtc on several ekgs obtained on days after her arrest. Her goal maps were >80 in order to maintain cpp of >60. She received dopamine immediately following her arrest to maintain bps. Afterwards, she was placed on norepi as needed to maintain maps >80. On her sixth day, she developed tachycardia (likely svt) and hypertension that was not responsive to propofol or other sedatives. Her svt spontaneously resolved and she developed hypotension requiring norepinephrine. She subsequently developed htn and was placed on a nicardipine drip. She had significant autonomic instability resulting in abnormal vs. Respiratory: upon arrival to the floor, pt was sora. Following her arrest, the patient was intubated and initially placed on settings of prvc 400cc/6, fio2 30%, rate 16 with ventilatory modifications made based on blood gases. She developed acute pulmonary edema/hemorrhage resulting from CPR. On her sixth day, she became very hypoxic and developed pulmonary edema, likely neurogenic in etiology. She was extremely difficulty to oxygenate and had to use peep 14 and 100% fio2 to maintain saturations in low 90's. Fen/gi: the patient was npo and placed on normal saline at maintenance to maintain her na >150. She developed diabetes insipidus and required multiple 3% nsb to maintain her na >150. Her fluids were also restricted to 2/3 maintenance to maintain na >150. Her total fluids were made 2/3 maintenance in order to meet her sodium goals. Towards the end of her ICU course, her sodium goal was liberalized to >140. A sump was placed and had 130 - 200cc of output a day. She was unable to tolerate ng feeds. She was placed on pantoprazole and ranitidine for gut protection. Endocrine: the patient developed diabetes insipidus after her brain injury. She was placed on a vasopressin drip that was titrated until she was appropriately captured and had uop ~ 1-3cc/kg/hr. ID: the patient was initially placed on cefazolin post-operatively, but this was continued while her evd drains were in place. On her sixth day, she developed an increasingly worsening respiratory status and her antibiotic was changed to ceftriaxone and vancomycin. Her blood, urine and csf cultures were all ngtd. Her respiratory culture was notable for a few enteric gram negative rods, but was otherwise unremarkable.